Event description:
Technical services received a call on 08/09/2012 from sales rep. The lead was implanted on (B)(6) 2005. The lead was explanted due to erosion the lead was sticking out laterally. The physician was dr (B)(6). Unknown hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).